Event description:
It was reported to philips that the device is unable to discharge. There was no patient involvement.

Event description:
It was reported to philips that the device is unable to discharge. One therapy pca was returned for failure analysis. The specified problem was not duplicated. The therapy pca passed all the tests. No fault was found with this therapy board.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.